Manufacturer narrative:
(B)(4): evaluation results and conclusion: (death), (severe stenosis, very diseased arteries, a very fragile right iliac artery with approximately 360 degrees of calcium, heavily calcified bilateral hypogastric arteries with an occlusion in the left).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 mm diameter abdominal aneurysm, a 4 cm diameter right iliac aneurysm with 3.4 cm length, and a 2.8 cm diameter left iliac aneurysm with a 4 cm length, one month ago. (Reference file # 2953200-2011-00702, 2953200-2011-00703 and 2953200-2011-00704). Vessel morphology was reported as a very large tortuous aorta with severe stenosis; very diseased arteries; a very fragile right iliac artery with approximately 360 degrees of calcium; heavy calcified bilateral hypogastric arteries with an occlusion in the left. The patient tolerated the endovascular procedure well and there was excellent flow distally bilaterally. The feet were warm with excellent capillary refill. Two days post-implantation, the patient had poor distal outflow and ischemia of the right and left leg, necessitating a right above-knee amputation. The operative report documents that the patient had disseminated intravascular coagulation, severe sepsis, acidosis, multisystem organ failure, and bilateral leg ischemia. The patient expired three days after implant. The physician stated that this patient had severe claudication, and probably needed a femoral-popliteal bypass along with the stent graft implantation. He also stated that the patient's ischemic leg probably led to the multisystem organ failure.